Event description:
It was reported r wave sensing was intermittent at times with the analyzer. No patient complications were reported as a result of this event. The programmer was returned to the manufacturer to repair the power cord port, analyzed and tested out of specification. The programmer rf head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No fault found with the analyzer. (B)(4) the emergency button would not function. No solder on one connector. The power cord bay was missing latches. (B)(4) the cable was twisted. The cable was found out of electrical specification.